Event description:
Customer reported via phone, she was experiencing high blood glucose. Customer stated she has changed the set three times and she hasn't received insulin. She feels awful and stated this wasn't the first time it occurred. Customer's blood glucose was 600 mg/dl. Symptoms were chest pain, dehydration, shortness of breath, and constant urination. Customer declined getting medical assistance as she works at a doctor's office and she will receive treatment there if she needed. Customer stated that a month ago she was in the emergency room due high blood glucose. Customer noted two cracks on the device and requested the device to be replaced. Customer did not provide full information for the emergency room visit. Currently the device is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.